Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pulse generator upgrade and atrial lead revision procedure. The physician reported that the patient had a history of atrial lead noise oversensing, poor sensing, and a variety of capture thresholds. The noise was reproducible in clinic and was accompanied by episodes of pacing mode switch. The lead impedances were, however, steady and constant. On (B)(6) 2019, the lead was capped and replaced successfully. The patient was in stable condition post procedure with no known issues.

Event description:
New information received stated the patient developed an infection and the lead was explanted on (B)(6) 2019.

Manufacturer narrative:
Final analysis found the partial lead was returned in one piece and was measured at 47.4 cm. External insulation abrasion was noted at 13.1 to 13.3 cm from the connector pin. The abrasion breached the outer insulation exposing the outer coil and was consistent with friction to the device can. The reported events of noise, poor sensing, and inadequate capture were confirmed.